Event description:
It was reported that the gastric band was implanted in 2006. Two adjustment were done eight months later, another one occurred in 2007, and the last five months later. In 2007, the patient observed a spontaneous misadjustment of the band. An x-ray was conducted and no contrast was found. An additional test was performed using lopamidol, which showed that there was a band leak. The band remains implanted.

Manufacturer narrative:
Date sent: 8/20/2008. Information is unavailable; device was not returned for evaluation remains implanted.